Event description:
It was reported that the customer is dissatisfied on the insulin pump. The customer's blood glucose level was unknown. The patient when back to insulin shots and said that her body does not absorbing the insulin with the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.